Event description:
Information received indicates the brakes are now working properly. The technician found when the right brake pedal is engaged, the right casters will engage but the left casters do not. When the left brake pedal is engaged, the left casters engage but right does not.

Manufacturer narrative:
The technician found the linkage tube was worn. The technician replaced the linkage tube to repair the bed.